Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during handling, the cartridge broke/cracked. The intraocular lens (iol) was loaded as normal and when it was advanced, the tip of the cartridge began to split. There was no patient contact.